Event description:
It was reported that the ventricular lead exhibited loss of capture and was repositioned in 2009. Post repositioning, the lead exhibited high impedances of greater than 2000 ohms in bipolar and 1952 ohms in uni polar. The lead was replaced in the same month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.